Manufacturer narrative:
Additional information: h4, h6, h10. H4: the lot was manufactured between january 16, 2023 and january 17, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5150815 for this event. Should additional relevant information become available, a supplemental report will be submitted.